Event description:
It was reported that occlusion alarms occurred. This led to the customer's blood glucose level being recorded as "high," though the specific value was unknown. The customer addressed the issue by administering a correction bolus through the pump and changing both the infusion set and cartridge, after which insulin delivery was resumed. No assistance from a third party was required, and the case was closed by cts as no further occlusion issues were reported.